Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side possible rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6

Event description:
Healthcare professional later reported no ruptures were found upon device explant. Device has been discarded. This record is no longer reportable to the FDA and will be un-reported.